Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had an informational power on reset and therapy had stopped due to the power on reset. The patient had been attempting to sync at the time the power on reset was seen and it was not related to an overdischarge. The patient noticed the power on reset message sunday morning, but noted they had flown back into town and gone through the airport on saturday. The patient explained they elected to have a pat down to bypass the security scanners but might have been in close proximity. Troubleshooting reviewed the steps to clear the power on reset and was successful. Therapy was turned back on and was adequate, troubleshooting resolved the issue. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.